Manufacturer narrative:
The impella passed all post sterile inspection criteria. The cause of the access site event could not be determined due to insufficient clinical details. The cause of the suction was most likely related to the patients condition, as placement signal was initially very low and didn't start to improve until after volume was given.

Event description:
It was reported that a patient implanted with an impella 5.5 had suction remedied by fluid delivery and there were signs of infection that prompted the access site to be cut down. Later, the patient was successfully weaned from the pump and survived.